Manufacturer narrative:
An event of paravalvular leak (pvl), device migration, aortic regurgitation, and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that the device was selected for a valve-in-valve procedure. At 80% deployment, the valve was at an acceptable height in related to the base of the previously implanted trifecta valve, but a small perivalvular leak (pvl) was present. The valve was fully deployed at 5-6mm below the base of the trifecta and post dilatation was performed with a 22mm non-abbott balloon valvuloplasty (bav). Following post dilatation, the valve migrated into the left ventricular outflow tract (lvot) at a depth of 10mm and moderate pvl remained. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that the decision to use the valve for a valve-in-valve procedure contributed to this event. However, this cannot be confirmed. The reported off-label use is related to the decision to use the valve for a valve-in-valve procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use (IFU), "the safety, effectiveness, and durability of a navitor/navitor titan valve implanted within a surgical or transcatheter bioprosthesis have not been demonstrated." Information from the field indicates that the physician was aware of this warning. However, the off-label use does not appear to have contributed to the reported issues. Therefore, a letter will not be sent to the account.

Event description:
It was reported that on a (B)(6) 2015 a 23mm trifecta aortic valve was implanted successfully. On (B)(6) 2023, the patient returned with structural valve deterioration of the 23mm trifecta valve. The patient had dyspnea and fatigue along with aortic stenosis, perivalvular leak, and aortic regurgitation. On (B)(6) 2024, it was decided to implant a 25mm navitor valve in valve to treat the issue. Measurements not obtained via computerized tomography (CT) for the procedure. The 25mm navitor was advanced through the trifecta utilizing a small flexnav delivery system (lot: 9048461). At 80% deployment, the valve was at at an acceptable height in related to the base of the trifecta, but a small perivalvular leak (pvl) was present. The valve was fully deployed at 5-6mm below the base of the trifecta and post dilatation was performed with a 22mm non-abbott balloon valvuloplasty (bav). Following post dilatation, the valve migrated into the left ventricular outflow tract (lvot) at a depth of 10mm and moderate pvl remained. The patient however remained hemodynamically stable. No repositioning of the migrated valve was attempted. A second 25mm navitor valve (serial: (B)(6)) was implanted at 5mm (base of trifecta) using a replacement small flexnav delivery system (lot: 9048461). Post bav was performed with 24mm balloon. The implantation of the second valve improved the pvl to mild. The mild leak was observed to still be coming from the first 25mm navitor. A amplatzer valvular plug iii (lot: 7710116) was implanted which reduced the pvl to trace. The procedure was then completed and patient was transferred to recovery. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.